Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post procedure the right atrial (ra) and right ventricular (rv) leads pulled back and dislodged. The leads were revised and remain in use. No patient complications have been reported as a result of this event.